Event description:
A customer reported a previous low blood glucose event, with the lowest level noted at 29 mg/dl. The event did not occur earlier in the day before contacting support. The customer used control-iq software on their pump, and there was no requirement for third-party assistance during the event. The customer managed the low blood glucose by consuming carbohydrates. Technical support suggested the customer consult a healthcare provider to discuss potential factors affecting blood glucose levels, and the customer acknowledged and understood this recommendation.